Event description:
The customer called to report that they were hospitalized for dka and stomach virus. The customer informed that they were released at the time of call. The customer returned on the pump ahd has changed their infusion sets twice. It was informed that their bgs are still high. Troubleshooting was performed. The programming on the pump was accurate and the lead screw did not make a complete rotation. The customer mentioned that they leave the infusion set for four days. Advised the customer to use a back up plan.